Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump was cracked in the screen and had failed battery tests. The customer stated that they had open heart bypass surgery in september possibly due to diabetes issues. The customer did not provide any further information. The patient's blood glucose level was 200 mg/dl at the time of the call. The customer did not return the product back for analysis.